Event description:
A male underwent coronary intervention in 2008. Peri-procedural meds included asa, plavix and heparin. A 6f sheath was inserted into the cfa with 1 sheath exchange during the procedure. The cath procedure was reportedly performed without complication, and post procedure bp was 107/54. The physician proceeded to use the mynx device in which there was some oozing noted post-procedure. A femstop was applied for adjunctive compression. Hemostasis was achieved and the pt ambulated and was reportedly discharged per hospital procedure without incident. In 2008, the pt returned with complaints of chest pain and shortness of breath, and successful coronary intervention was performed. At the end of the procedure, a femoral angio was performed which documented a visible mass at the cfa with good distal flow. The pt was asymptomatic and distal pulses were intact, however, the physician elected to send the pt to surgery for removal of what the physician believed to be the previously placed mynx device. The excised material was not sent to pathology. The pt reportedly tolerated the procedure well and without complication.

Manufacturer narrative:
The device was not returned for eval. No issues were noted during the lot history review that suggests the device may have caused or contributed to the reported incident. Based on the info provided and the investigation performed, the root cause of the reported visible mass could not be determined. The excised material was not sent to pathology, therefore the contents remain unk.